Manufacturer narrative:
A2 and a4 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced loss of purge flow display on the supporting automated impella controller. The purge flow system was operating within the normal range but became somewhat unstable. The purge kit was replaced to resolve the issue. The next week, the error recurred. White crystalline-like deposits were observed on the purge sidearm. A third purge kit was used but the display was lost again. The controller was replaced to resolve the issue.

Manufacturer narrative:
Additional information was received from the initial reporter. While replacing the purge kit the process stalled at the "please wait" screen on the automated impella controller and would not advance. The controller was replaced to continue patient support.